Event description:
It was reported that during the implant procedure, a "white residue/powder" was noted near the helix of the lead. Consultation with the manufacturer determined this was steroid residue. The lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is being filed under exemption # (B)(4) for a 2 year retrospective review of reported events where the product remained in use; data range (B)(6) 2008 and (B)(6) 2010. This medwatch report represents 1 of 9 events (event type code malfunction). This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.